Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012286103); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Image review: one media file was provided for review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4. An overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used and a new valve should be loaded onto a new dcs. Product analysis: the device has been returned but the analysis is not complete. Upon receipt at medtronic¿s quality laboratory, the dcs was received with a valve loaded within the capsule. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with a crown overlap and the appearance of blood contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse. No issues were noted during the loading procedure. Visual and tactile inspection of the capsule was performed and the valve seemed properly loaded. During the fluoroscopic loading check, a crown overlap to the 4th node was observed. The valve was not used and replaced with a new valve and delivery catheter system (dcs). No adverse patient effects were reported.

Event description:
Additional information was received which reported that following the misload, it was instructed to replace the system, however the implanting team elected to use the valve and see if infolding would actually occur. The misloaded valve was attempted to be deployed. At 80% deployment, it was clear that infolding did occur and prevent proper deployment. The infold could not be resolved by post-dilation, therefore the valve was withdrawn and discarded and replaced.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery catheter system (dcs). The valve was removed from the delivery system. As received, all leaflets appeared to be in a partially closed position with a large gap between the free margins. All leaflets were flexible. Creases and frame imprints were found on all leaflets; tissue conditions associated with the crimping and recapturing process. All commissures were intact. There was no evidence of damages or anomalies on the frame. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state, most notably at the waist and inflow. The valve was submerged in warm saline; frame further expanded. Updated b5. Corrected g3. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received during the valve implant, the misloaded system was inserted into the patient and the valve was a ttempted to be deployed once. Subsequently, the system was replaced with a new system.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.